Event description:
It was reported that the 9800 system had a low ma error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator back-plane was replaced during the service call. The system was found to be working as intended and put back into service.